Manufacturer narrative:
Although the doctor identified two (2) different lots associated with the cement setting up too quickly, he could not verify which lot was used on the patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents included lot numbers 4779972 and 4789541. The doctor cut the bridge off, cleaned it and re-cemented the bridge using a different product, without further incident. To date, the patient is doing fine. The products were not returned. Retain samples were evaluated yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, there were no similar complaints with regards to this lot.

Event description:
A doctor's office alleged that the cement was setting up too quickly for a patient causing their crown to not be fully seated.